Manufacturer narrative:
The evaluation of the submitted system controller log files confirmed the reported red heart alarms associated with low speed and pump stoppage events. Multiple low speed and pump stoppage events were captured in the submitted log files associated with low speed advisory, low speed hazard, and low flow hazard alarms as well as significant elevations in pump power up to 13.9 watts. All interruptions in pump function occurred while the white power cable was connected to the power module and the black power cable was connected to battery power. The atypical events appeared consistent with a potential percutaneous lead wire compromise; however, percutaneous lead wire damage could not be confirmed because the device remains in use. No additional issues have been reported since the patient was provided with a non-grounded patient cable for use with the power module. The patient remains ongoing on lvad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years, 1 month. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4 years of support, the patient experienced an unspecified red alarm when changing between battery and power module support. The patient was asymptomatic. The patient reported that due to the fact that they live in an earthquake zone and have frequent power outages, the patient decided months ago to connect the system controller with the black cable on batteries and the white cable on the power module during the night. Review of the system controller log file by the manufacturer¿s technical services representative revealed one incident of a pump stoppage when the system controller was connected to the power module and batteries. A submitted x-ray image showed one slight area of concern 1 cm from the driveline exit site. Driveline damage internal to the patient was unable to be determined from the x-ray. All other x-ray images reportedly showed no areas of concern. The patient was asymptomatic. An external driveline evaluation was performed on 12/20/2016 by the manufacturer¿s technical services representative. No fluid was found in the driveline, and there was no indication of a short to shield at the system controller end bend relief. No broken wires were apparent. New system controller log file data was reviewed and no repeat of alarms were noted. The patient was issued a non-grounded power module patient cable for use with the power module, and will be monitored and discharged home. No additional information was provided.